Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Subarachnoid hemorrhage is a known complication associated with the use of the embotrap iii and is mentioned in the instructions for use (IFU) as such. The device performed as intended with no alleged quality issue in =2 passes. However, device use was terminated before the 3 allowed retrieval attempts per the IFU, but it was not related to a device malfunction. An alternate device was utilized to continue the procedure. Removal and exchange of devices is common routine practice in endovascular procedures. In this case, the device was removed and replaced before the three allowed retrieval attempts per the IFU. There is no alleged product malfunction, or evidence to suggest that the device failed to meet its performance specification. There may be patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. In the treating physician¿s opinion, the direct cause was unknown, however, it was acknowledged that the distal m2 anatomy was challenging. It was further reported that the hemorrhage is currently suspected to have been caused by either the embotrap or the nimbus. The severity of this event is reported as serious. The patient remains hospitalized for monitoring. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on 03-jan-2026, the patient with an acute ischemic stroke (ais) underwent a mechanical thrombectomy procedure targeting an occluded middle to distal m2 segment of the middle cerebral artery. The devices used were in accordance with their respective instructions for use (ifus). After one pass with the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown), the nimbus geometric clot extractor (gce) (gce4528 / lot# unknown) was used. Intraoperative angiography images did not show hemorrhage, but a minor subarachnoid hemorrhage (sah) was confirmed. It was reported that computed tomography (CT) taken the following day showed a major sah. The patient is reportedly being under observation in the hospital. It was reported that ¿after treatment for ais, the minor sah was confirmed. The thrombus was retrieved and recanalization was achieved, but the extent of [the] infarction remained unchanged. The next day, the sah progressed to a major sah, and the patient remains bedridden and [under observation]. Only bayaspirin was administered until the hemorrhage was confirmed. Arm movement improved postoperatively.¿ after the sah was confirmed on CT, a computed tomography angiography (cta) was performed and the vessels were clear, and therefore, the physician cannot determine a definitive cause. The physician assessed the event to be serious. No further treatment is planned. It was reported that the embotrap iii device was used in the first pass to target the mid to distal m2 occlusion, and a small amount of thrombus was retrieved. Then the nimbus gce was used for the second pass, and an additional small amount of thrombus was retrieved. Per the physician, ¿there was a sensation of retrieval that the nimbus is pinching. The procedure was completed.¿ in the physician¿s opinion, the relationship between the event and the product is not direct and the cause is unknown, ¿but the physician is concerned that the distal m2 is challenging. Other possible causes beside the product: at present, the hemorrhage is suspected to have been caused by either the embotrap or the nimbus.¿ it was reported that a continuous flush was maintained during the procedure. On 12-jan-2026, additional information was received. Per the information, no hemorrhage was observed during the procedure. Post-procedure CT confirmed subarachnoid hemorrhage (sah). There was no significant resistance encountered with either the embotrap or the nimbus device during the procedure. The physician commented that, ¿although the patient¿s condition was poor before the procedure, the range of motion of the right hand improved after the procedure. The patient¿s current bedridden state is believed to be attributable to the sah; the patient¿s condition remains unchanged.¿ on 15-jan-2026, additional information was received. Per the information, the patient¿s condition remains unchanged; she is still in the hospital. The patient is reportedly symptomatic; she is bedridden and although the range of motion of the right hand improved after the procedure. The information indicated that the physician ¿could not determine a definite cause of the bleed. Intraoperative angiography images did not show hemorrhages. Cta performed on the next day, after sah was confirmed, did not reveal vessel injuries.¿ there was no additional intervention to address the sah once it was determined to be major; the patient is still under observation. The information confirmed that the embotrap iii device made only one pass.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-feb-2026. [Additional information]: on 02-feb-2026, additional information was received. Per the information, regarding the clot characteristic, the information indicated that ¿the clot was probably hard.¿ there was no excessive vessel tortuosity. No additional information can be obtained. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.